Manufacturer narrative:
(B)(4) age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that shaft break occurred. The 90% stenosed, 28mm in length target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter left anterior descending artery. A 3.25mmx12mm quantum maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon delivery shaft was fractured. The fractured device was completely and simply removed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks in the hypotube and a separation in the hypotube, 56cm from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 28mm in length target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter left anterior descending artery. A 3.25mmx12mm quantum maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon delivery shaft was fractured. The fractured device was completely and simply removed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.